Event description:
It was repored the 512b was used during a laparoscopic cholecystectomy. It was reported the built in seal in the device tore and caused leakage. Another 512b was opened to complete the case. There was no consequence to the pt. 05/20/1998 the surgeon responded to the nurse follow up letter. It was reported the surgeon was never able to get adequate insuflation from the begining of the use of the device. A hissing sound was heard from the cannula and then was replaced.